Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon inflation, the device's cuff did not stay inflated. It was reported that the test was redone prior to removal of the tube from packaging for further review. Customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. The reported event in cuff was confirmed. The visual inspection was performed, and it was observed the cuff presents a cut. An inflation/deflation test was performed and it was observed the cuff deflated immediately. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.